Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer's insulin pump had a keypad anomaly and had a high blood glucose event. The customer¿s blood glucose was 507 mg/dl at the time of incident. The caller stated that the insulin pump buttons were unresponsive after it was dropped. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 507 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The caller was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.